Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl. The cause of the high bg was unknown. The customer administered a manual injection address bg level. Recommendation was made to discuss diabetes management with a health care professional.